Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3248.

Manufacturer narrative:
Corrected data: should be: unknown was: yes.

Event description:
An hydra jag device was used during an est procedure performed in 2007 (patient age, gender and weight unknown). According to the complainant, during the procedure, the physician "attempted to place some stents to inhibit arterial hemorrhage with tamponade of apc and balloon. The guidewire was inserted into bile duct and used delivery system to place the 7.5fr erbd. However, it was unable to go through the hydra jag and found that the coating of hydra jag was accordion. Also the delivery system was deformed". The scope being used and the generator, both devices manufacturers are unknown. Reportedly, the procedure was completed with another hydra jag device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No impact or consequences to the patient. Twisting - device defective. User facility was unable to supply the correct lot number of the device used; consequently, the expiration date of the device is unknown. An evaluation of the device revealed, that the teflon was bunched together and indented towards the dream end. Approximately 16 cm of the exposed wire was inside the catheter. Also the teflon was cut at two locations 21 cm from the jag end flare. The cut teflon may have been caused by a sharp edge, and the bunched teflon may have occurred when the wire were inserted against resistance. It also appears that that the outer coating of the guidewire was torn and accordion causing the advancement of the delivery device to be impossible. The potential root cause of this failure mode is likely due to the delivery system and the stent damage caused by user.